Manufacturer narrative:
Technician the head right brake caster is out of adjustment. The technician adjusted the head right brake caster to resolve the issue.

Event description:
Technician alleged that the brakes would not hold. No pt impact.